Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices and anorectal hemorrhoids. During the procedure, the band could not be deployed normally, resulting in ligation failure and risks in the procedure, such as bleeding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.